Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Customer continued to use current pump for insulin therapy. There was no adverse impact the customer¿s blood glucose.